Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was feeling fatigue and was brought into clinic for further troubleshooting. The pulse generator exhibited backup via merlin.net transmission. After a device download, normal function resumed. .